Event description:
The patient was implanted with an scs system, which included two percutaneous leads and an ipg, on (B)(6) 2010. The patient reported a change in his stimulation patterns. An x-ray of the patient's system found that one of the patient's leads had migrated from t4-t5 to t11-t12. The lead was capped and replaced. As the physician opted not to explant the lead, no product return is anticipated. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.